Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir pieces was "break" off. Customer's blood glucose level was 170 mg/dl. Customer reported that the reservoir was unable to lock in place. Troubleshoot was performed. Customer was advised "to" the insulin pump will need to be replaced and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. No cosmetic damage noted per visual inspection. (B)(4).